Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a headache, nausea, vomiting, stomach pain, and increased thirst. The patient¿s cgm displayed 150 mg/dl; a bg was performed which was 450 mg/dl. The patient was taken to the emergency department (ed) for evaluation. Upon arrival at the ed, the cgm displayed 130 mg/dl, but the bg was 419 mg/dl. A corrective dose of insulin was administered via the patient¿s omnipod pump and treated with three bags of IV fluids. The patient was diagnosed with hyperglycemia and high ketones. The patient was released an unspecified amount of time later. At the time of the report, the patient was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.